Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down during transport. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to replicate the issue. Fse successfully ran the unit with testing catheter and trainer without issue. Nothing unusual was identified in the logs. Fse identified unit on the power activity log as running on battery 1 from about 2130 hours to 2204 hours, with a system power on listed without a system power off before, thus the unit shutting down. There was nothing else unusual in the logs. Battery runtimes were successfully completed on both batteries without issues. Battery capacities rated at above 150k mwh. Fse did not identify anything unusual on the power slot interface board, nor with said board connector to the back plane board. Both battery bays charged and ran on battery, thus ruling out the power slot interface board. Fse replaced power management board as a precaution. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), e1(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to replicate the issue. Fse successfully ran the unit with testing catheter and trainer without issue. Nothing unusual was identified in the logs. Fse identified unit on the power activity log as running on battery 1 from about 2130 hours to 2204 hours, with a system power on listed without a system power off before, thus the unit shutting down. There was nothing else unusual in the logs. Battery runtimes were successfully completed on both batteries without issues. Battery capacities rated at above 150k mwh. Fse did not identify anything unusual on the power slot interface board, nor with said board connector to the back plane board. Both battery bays charged and ran on battery, thus ruling out the power slot interface board. Fse replaced power management board as a precaution. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The nrc could not verify the failure of the unit shutting down. However, the nrc verified an error code on the display stating the battery is unusable in battery bay 2. The board failed testing. The failure analysis and testing dept. Received power management board back from the supplier. Failure analysis from the supplier indicates that the board had loctite under j1 test point. This was removed and board was retested. Board passed functional tests. Retaining the board in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.